Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported tip damage is likely due to damage or deterioration of parts due to wear and tear. The root cause could not be established; however, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was noted that during reprocessing, the tip of the bronchovideoscope appeared to be melted. There were no reports of patient involvement.